Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was beeping for no disposable, pump won't run. The pump was shut off and then restarted which resolved the alarm. When they came back from pulmonary rehabilitation, the alarm went off again. They switched the cassette to their other pump and the other pump alarmed for the same error message. The patient confirmed that the cassette was properly attached to the pump and no kinks in intravenous line. It was advised that the current cassette may be faulty, triggering the pump alarm. The patient was instructed to change to a new premixed cassette. The patient has one more left. While on the phone, as one last effort, the patient tried to detach and reattach the current cassette. The alarm was not resolved. The patient was verbalized to use a new cassette. The patient had a backup device that they were able to switch to and successfully continue the infusion. The infusion is life-sustaining. The issue is resolved. The reported product fault occurred while in use with the patient. The product issue did not cause or contribute to a patient or clinical injury. The actual device is available to be returned for investigation. The device was replaced. It was reported by patient/caregiver. No patient injury was reported.